Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed. Device evaluation and results: the device was not returned but an image of the inset was provided. A visual inspection noted that the device was in used condition with scratch marks in the insert. The posterior lateral portion of the insert is crunched and two pieces are broken. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the reported event of broken insert was confirmed. The device was not returned but an image was provided. A visual inspection noted that the posterior lateral portion of the insert is crunched and two pieces are broken. The root cause for the fracture was not determined because the device was not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The revision surgery was planned due to patient complaining of unstable knee. Intraoperatively surgeon found the posterial lateral portion of the poly insert was "crunched" and two pieces were broken. A tourniquet was used.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The revision surgery was planned due to patient complaining of unstable knee. Intraoperatively surgeon found the postero lateral portion of the poly insert was "crunched" and two pieces were broken. A tourniquet was used.